Event description:
It was reported the pt lost weight, as a result the ipg has moved slightly. The pt is experiencing pain and discomfort at the ipg pocket site. The physician removed and replaced the ipg with a different model.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.